Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the lens was not fully inserted and was 'caught up' during insertion. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned loose in a biohazard bag in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage is observed to the device. The lens was returned separate from the device. Viscoelastic is dried on the lens. Both haptics are adhered to the optic in dried solution. Haptic damage was observed. Scratches are observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Information in the file indicated that the lens was not fully inserted and the lens caught up during insertion. Information was provided by a health care professional (hcp) on the completed questionnaire that the root cause of the event was attributed to user handling as contributing to the lens getting caught up during insertion. It is unknown if this indicates not fully inserted into the incision or fully inserted into the eye. The dfu instructs the user to confirm the lens is properly positioned and the haptics are folded properly, then proceed with lens implantation by inserting the nozzle tip into the incision up to the depth guard. The lens was outside the device upon return. Both haptics are adhered to the optic in dried solution. Lens damage was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).